Manufacturer narrative:
This supplemental report is being submitted, to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 5 years, since the subject device was manufactured. Based on the results of the investigation, it was confirmed, that the foreign material adhered to air water tube, jet tube, air water cylinder and insertion tube. And resulting in leakage from the scope cover. However, olympus could not identify a definitive root cause of the event. The legal manufacture reviewed: the customer provided the cleaning disinfection and sterilization (cds) processes. Where no obvious deviations, from instructions for use were identified. The suggested events may be detected and prevented, by handling device in accordance with the following IFU: IFU states, detection methods in cf-h185l/I, operation manual chapter 3: preparation and inspection. IFU states, prevention measures in cf-h185l/I, reprocessing manual chapter 5: reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the colonovideoscope's air water tube, jet tube, and air water cylinder had a whitish foreign material. There were no reports of patient involvement.